Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was found clogged during use after connecting it to the syringe. The following information was provided by the initial reporter, translated from portuguese to english: "when connects the needle to the syringe it is noted that it is clogged".

Event description:
It was reported that the bd precisionglide¿ needle was found clogged during use after connecting it to the syringe. The following information was provided by the initial reporter, translated from portuguese to english: "when connects the needle to the syringe it is noted that it is clogged"

Manufacturer narrative:
Investigation: three (3) samples were received from the customer for investigation in sealed blister packs. All the samples were visually examined and were found to be clogged as light was not able to pass through the needles. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.